Event description:
Healthcare professional reported a few weeks after injection with juvederm voluma in the cheekbones, juvederm volift with lidocaine in the nasolabial folds, and azzalure in the forehead, the patient developed edema all over the face. In between injection of juvederm voluma and symptom onset, the patient was injected with additional juvederm volift with lidocaine in the glabella with no immediate "side effects observed". Upon assessment approximately 2 months after symptom onset, the healthcare professional also noted "pressure urticaria"; this was further described as: when the patient touches face and it will begins to swell. The patient was prescribed corticosteroids.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and urticaria are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.